Event description:
The customer reported that the needle of the transfer guard did not completely penetrate the reservoir and the insulin and air bubbles were leaking out at the connection between the reservoir and the transfer guard. No further information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir, and found a missing septum. Reservoir will leak.